Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a hole in the cassette potentially caused by the user when inserting the cassette. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event and that no leaks were found on the actual cycler set or solution bag. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment on the pump, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 2 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak was a hole in the cassette potentially caused by the user when inserting the cassette. Fluid did come in contact with cycler. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed the reported fluid leak event and that no leaks were found on the actual cycler set or solution bag. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the clinic has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation, however, the old cycler has been picked up and returned.